Manufacturer narrative:
(B)(4). Dropping or ejected clips the analysis results found that the er420 instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device fed two conforming clip and ejected the remaining eleven. Finally, it locked out as intended. However, it could not be determined what may have caused the found ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon was firing the clips and the device jammed and would not fire. They completed the procedure with a new like device. There was no patient consequence reported.